Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after hearing an alert. A remote monitoring transmission indicated that the alert was triggered due to high impedance on the svc coil of the right ventricular (rv) lead. Reprogramming was performed, but another alert was triggered within a few days for high impedance of svc and rv coils. The lead was then capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.